Manufacturer narrative:
Product complaint (B)(4). Investigation summary :examination of the returned device confirmed the blue locking knob does not fully engage due to thread damage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: d4 (lot #).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the blue screw does not lock to engage ankle clamp. No surgical delay.